Manufacturer narrative:
(B)(4). A tracheostomy tube was received for evaluation. A visual inspection was conducted and found that the flange was detached from the tube. The snap head exhibited damage on the left and right holes and the left lug pin of the flange was also damaged. Additionally, dimensional tests were performed and all readings were within specification. We were unable to determine the root cause of the reported flange separation. However, the condition found on the returned device was not confirmed as related to manufacturing process.

Event description:
It was reported that a day after a patient was intubated with a tracheostomy tube, some bleeding was found around the device site. Reintubation was required and no patient injury was reported. When the tube was inspected the flange and tube were found to be disconnected. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).